Manufacturer narrative:
As received, a complete lead was returned in one piece measuring 46.2 cm. Visual inspection of the lead found an external insulation abrasion at 15.0 to 15.8 cm from the connector pin, exposing the outer coil caused by friction to the device can. The reported event was isolated to external insulation abrasion exposing the outer coil caused by friction to the device can. Other damage noted is consistent with procedural damage.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-17745. It was reported that the patient presented to clinic for follow up. Interrogation of the device revealed that there was noise oversensed on the right atrial and right ventricular leads, leading to under-pacing. The leads were explanted and replaced, and the patient was asymptomatic and in stable condition.